Event description:
It was reported that the patient presented to clinic due to feeling left ventricular stimulation. The parameters on the left ventricular (lv) lead were reprogrammed and the lead remains in use. It was noted that the patient was taking part in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.